Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) fell and suffered from an abrasion on the head. Potential syncope was suspected of an unknown cause. The patient denied any dizziness or lightheadedness. A computerized tomography (CT) scan was completed and ruled out concussion. No interventions were undertaken. No additional adverse patient effects were reported. This product remains implanted and in service.